Manufacturer narrative:
Original MDR 2517506-2018-00695 was filed on 20-dec-2018. Additional information (21-jan-2019): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely depressed urinary cerebrospinal spinal fluid (ucfp) result. Per the customer, the sample was not centrifuged. Hsc cannot rule out an issue with the sample since it was not processed according to the instructions for use recommendations. There is no indication of a product non-conformance as quality control was within range during the test event date. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.

Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and reported a discordant, falsely depressed urinary cerebrospinal spinal fluid (ucfp) result on a patient sample on the dimension exl system. Siemens is investigating the event.

Event description:
A discordant, falsely depressed below assay range (bar) flagged result was obtained on urinary cerebrospinal spinal fluid (ucfp) on a patient urine sample on the dimension exl with lm instrument. The discordant result was not reported to the physician. The same sample was reprocessed on the original instrument in a small sample container (ssc) and higher result was obtained. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed ucfp result.